Event description:
The reporter stated the surgeon inserted an micl 12.6mm implantable collamer lens. The lens was removed due to lens tear. The lens was removed with no pt injury. The reporter stated the lens was torn during loading. Backup lens was implanted.

Manufacturer narrative:
(B)(4): evaluation results: (other): a lens work order search was performed and no similar complaints were found within the same work order. (B)(4).